Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that this bioprosthetic valve was "implanted, then explanted." The reason for the explant is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that after the valve was implanted and sutured into place, it was determined that the valve was the incorrect size for the patient. There was no allegation against the device.